Event description:
It was reported that following the implant of the elevate anterior graft device the patient presented with moderate de novo vaginal bleeding at the area of suture line. Vagina packing was performed on (B)(6) 2014 and the event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.